Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's doctor called and reported that the customer's insulin pump was not turning on even after battery replacement. The customer¿s blood glucose level was 315 mg/dl at the time of the incident. The customer had been off the pump for a month. The customer was at 370 mg/dl a month prior while on the previous pump. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. (B)(4).